Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5 and e1(contact name should be blank since it is a pae on estimation) additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, foreign material was detected in the air/water channel. The cause of the foreign material could not be determined. The material was possibly not removed because reprocessing was not conducted properly due to the leakage from the endoscope. The event can be detected and prevented by following the instructions for use: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the device evaluation found foreign material in the air/water channel. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the air/water channel. There were no reports of patient involvement.